Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31379256l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced heart block that required medication. The patient went into a 2:1 heart block when mapping (with the carto 3 system) near the his. No rf (radiofrequency) was performed. The patient was given isuprel and the heart rhythm returned to normal 1:1. The patient was admitted overnight for observation.

Manufacturer narrative:
On 2-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced heart block that required medication. The patient went into a 2:1 heart block when mapping (with the carto 3 system) near the his. No rf (radiofrequency) was performed. The patient was given isuprel and the heart rhythm returned to normal 1:1. The patient was admitted overnight for observation. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31379256l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).